Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During a visual inspection of the needle, a severe bend was noted in the distal end of the needle. When the needle is retracted inside the sheath, there is a bend in the sheath at the distal end. The needle was advanced out of the sheath and extended 6.5 cm from the distal end of the sheath. The needle appears to be bent a second time closer to the tip of the distal end. There is a bend in the sheath around 10 cm from the distal end of the handle when the needle is in the advanced position. A functional test was performed on the device, and the needle would advance and retract without difficulty. A visual inspection was performed on he bevel of the needle, and the bevel appeared to be fully uniform and intact. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope, this could contribute to severe bending of the needle near the distal end. The instructions for use states: "attach device to accessory channel port by rotating device handle until fittings are connected." The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero to eight centimeters. The instructions for use state: "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state: "note: number in safety lock ring window indicates extension of needle in centimeters." Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus), the physician used a cook echotip ultra endoscopic ultrasound needle. When the physician entered the lesion with the needle, you could not see the needle. At this point, the needle was pulled out and a new cook echotip ultra endoscopic ultrasound needle was opened and used to complete the procedure. Clarification was later received stated that the needle was "kind of bent" towards the patient end.